Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was unable to establish telemetry upon receipt. Final analysis found that the device¿s battery voltage was depleted due to high current from the hybrid, leading to premature battery depletion consistent with triggering bvvi.

Event description:
It was reported that the patient experienced syncope episode and presented in the emergency room. It was noted that the pacemaker was in backup mode. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.